Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was greater than 240mg/dl and a correction bolus was delivered to address the bg level. The customer changed their pump supplies and resumed insulin delivery. Tandem technical support (cts) educated the customer on the causes of occlusion alarms. As the supplies had been changed, cts was unable to perform a system check to determine a possible cause of the occlusion.